Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the down arrow is not responding appropriately. It was reported that the pump is not exposed to moisture, and the keypad and pump are intact.